Manufacturer narrative:
The insulin pump was received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly on electronic board 1. The insulin pump was received with missing reservoir tube retainer and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump was beeping and would not turn on. The insulin pump alarmed critical pump error. Customer's blood glucose level was not reported. The device will be returned.